Event description:
It was reported that a male patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a heart block. It was reported that one of the clinical's did not call in a patient complication from last week and they wanted to call it in today. They were aware of the issue when it occurred and they asked the clinical to call the adverse event in and the clinical responded and said they would. The bwi representative spoke with a salesperson and was informed that the complaint was not called in. The patient developed a complete heart block during the ablation. The patient was stable. The patient was being paced via a single-chamber ICD. The physician then performed an upgrade bi-ventricular chamber ICD on the patient. After this procedure, the patient remained stable. The physician felt the patient needed an upgraded device anyway and he felt it was more important that the patient's ventricular tachycardia was treated. The physician stated the device was close to the end of its life and was needing a battery change. The physician decided to move forward with and perform a device upgrade versus a battery change. The bwi representative also asked about hitting the his signal. The physician stated the his signals were probably buried in the qrs signals and they were unable to see them to avoid ablating the his. They used an octaray catheter for mapping and an thermocool® smart touch® sf bi-directional navigation catheter. They are not sure of the total number of watts used; they think it was 30 watts. All catheters were discarded. Additional information was received. The physician¿s opinion on the cause of this adverse event was the patient¿s condition. The patient had a wide qr complex which did not allow the his signals to be seen. The physician thought a pacemaker upgrade was a better outcome than vt. The patient had a single chamber ICD prior to procedure, post ablation the patient had an upgrade to a bi-v ICD without complication. The patient would have stayed overnight post ablation anyway. Relevant tests/laboratory data- nothing remarkable prior to procedure that the physician was worried about. Other relevant history- history of vt 2-4 times daily with atp device termination.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).